Manufacturer narrative:
Device evaluation: a visual and a tactile analysis were carried out on the device with the following results: - the balloon burst radially. - the distal end of the balloon was bunched. - the guidewire tube underneath the balloon was stretched. - the guidewire tube underneath the balloon was not twisted.

Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion in the anterior tibial artery using pacific plus dilatation balloon catheter, it was reported that the balloon was wrapped together. Physician completed the procedure with a second balloon. No patient injury or other clinical sequelae were reported for this event.